Event description:
It was reported that an occlusion alarm occurred, and the alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or trigger the cgm to read "high." The customer resolved the issue by changing the infusion set and cartridge, resuming the insulin therapy. No additional assistance was necessary, and cts closed the case.